Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.

Event description:
It was reported that the time of a vena cava filter retrieval, some filter limbs appeared to have perforated the ivc wall. During retraction of the filter into the sheath, a filter limb detached. The filter and the detached limb were removed with the sheath. There was no reported patient injury.